Event description:
It was reported that the pump touch screen was unreadable due to ink blots being present on the display. There was no reported impact to customer¿s blood glucose level. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.